Event description:
A customer reported to baxter corporate product surveillance a non-dehp secondary medication set with duo-vent spike in which a no flow occurred. According to the report, 2 sets failed to initiate a flow while "trying to hang a glass bottle, IV tylenol drip". The glass bottle is a 100 ml container from cadence (supplier). Bsr clarified that he received a call 15-20 minutes later from the customer saying that the product did flow, but that it had been delayed. Bsr mentioned that this is a new customer. The event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided.